Manufacturer narrative:
Work order passed. No failure found. Other relevant device(s) are: product ID: 9733763, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the system was having difficulty tracking instruments. This occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.